Event description:
Consumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer. Pharmacist stated the customer contacted her regarding the true metrix air meter and stated that he had to make a trip to the ER. Customer took the meter with him and they told him that his meter was not accurate. Customer had stated on his discharge papers it stated the true metrix air meter was 100mg/dl off. Pharmacist stated reason for customer's ER visit was "it had to do with blood sugars." Pharmacist was unable to provide any further details regarding the medical attention. Pharmacist did not have products and was unable to provide serial number and lot information. Customer declined to be contact directly by manufacturer. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed, and most likely underlying root cause selected. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted pharmacist in a follow-up call on 08-mar-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with pharmacist who advised they received the replacement meter but customer has not pick it up from the pharmacy as yet. Note: manufacturer contacted pharmacist in a follow-up call on 10-mar-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with pharmacist who advised the customer picked up the meter but she is not sure if the replacement is working as yet. Will check back with the pharmacist in a few days note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.